Event description:
It was reported that the patient passed away due to septic shock. Karis test detected fungal sepsis from parapsilosis. The source of the sepsis and/or area of colonization was suspected to be the left ventricular assist device (lvad). The patient was treated with ganciclovir for candida parapsilosis and candida glabrata and was chronically on flucytosine. Hypotension and lactic acidosis were listed as symptoms of the sepsis. The patient developed ischemic colitis, ileus, and gastrointestinal bleeding.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed fungal sepsis. The source of the sepsis and/or area of colonization was suspected to be the left ventricular assist device. The patient was treated with antiviral and antifungal medications. Hypotension and lactic acidosis were listed as symptoms of the sepsis. The patient developed colitis and ileus. The account also reported the patient experienced gastrointestinal bleeding, cardiogenic shock, acute kidney injury on chronic kidney disease with continuous renal replacement therapy in place, and ventilator dependent respiratory failure. The patient reportedly had an overall poor prognosis. The account indicated that the patient ultimately expired on 11jul2023 due to septic shock.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1, ¿introduction¿, lists potential adverse events, including sepsis, infection, bleeding, multiple types of organ failure/dysfunction (including respiratory failure and renal dysfunction), and death that may be associated with the use of heartmate 3 lvas. Section 6 of the IFU provides information on caring for as well as controlling infection. This section, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.